Event description:
A pregnant mother with identical twins was diagnosed with ttts (twin-to-twin transfusion syndrome). Selective laser photocoagulation using karl storz hde fetoscopy instruments was performed in 2006. Three days later during ultrasound, interuterine death of the donor fetus was discovered. Post procedure, the mother and recipient fetus are reported as doing well. According to the p.I. (Principal investigator) who performed this procedure, this event was not related to the use of the fetoscope and a certain percentage of deaths, including intrauterine fetal death, is anticipated for ttts.